Event description:
A malfunction was reported, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the caller with resetting, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.